Manufacturer narrative:
The suspect device was returned. A follow up report will be submitted once the device investigation is complete. The product history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. Nonconformances of this nature are monitored by the operations team. This complaint will be used to trend for similar complaints.

Event description:
It was reported that a marker band issue occurred prior to procedure. No patient injury or medical intervention was reported. No additional information is available.